Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side rupture. Device remains implanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported right-side rupture. Healthcare professional later added "capsule had contracted down around the deflated implant, a capsulectomy was necessary". Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5,d6b,h6.

Event description:
Healthcare professional reported "capsular contracture, baker grade unknown". Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, opening, wear abrasion, crease fold. Leak test was performed, and found opening on posterior. A microscopic analysis was performed, which identify crease smooth opening on posterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is: a crease smooth opening on posterior assessed, to a fold flaw opening.

Event description:
Healthcare professional reported, right side rupture. Device remains implanted.